Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported the infusion device delivered too much insulin and she experienced low blood glucose. She stated that she lowered her basal rates and her blood glucose remained low. On (B) (6) 2009 the pt experienced low blood glucose and had a seizure while on vacation. She was taken to the hosp. No further info is available. The infusion device was requested to be returned for evaluation.